Event description:
On (B)(6) 2025, the user reported being hospitalized for hyperglycemia and a peak bg of 609[?]mg/dl. The user stated they awoke with elevated blood glucose (bg) and moderate ketones, changed their infusion set, and reviewed the ketone action plan. When bg did not improve, they went to the emergency room and were treated with intravenous insulin, fluids, and antibiotics. The user remained hospitalized from (B)(6) 2025.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. A review of device logs for the event timeframe identified no malfunctions. Alerts for low and high glucose were triggered appropriately, and system operations - including infusion set and cartridge changes - were recorded without issue. The cgm trend showed persistent hyperglycemia despite insulin delivery, which may indicate reduced insulin absorption at the infusion site. No occlusion alarms were present. The user also reported an active infection, which may have contributed to the event. The device was not returned; however, based on available data, the ilet operated within specification.